Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left side of the femoral artery. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced over the guide wire and pre-dilation was started. However, when the pressure gauge of the inflation device was increased to 10 atmospheres for 10 seconds, the pressure level dropped rapidly. Fluoroscopy was then performed and it was confirmed that there was contrast leakage. The device was completely removed from the patient. When the device was checked outside the patient's body, it was noted that the balloon ruptured longitudinally. The procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded, with blood in the hub, lumen and balloon. Microscopic inspection revealed damage to the tip. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the tip of the balloon. Microscopic examination found no irregularities or defects with the balloon material or markerbands. Microscopic and tactile inspection revealed outer shaft kink 22cm from the tip, inner buckling at 60mm from the tip, and an inner perforation 39mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left side of the femoral artery. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced over the guide wire and pre-dilation was started. However, when the pressure gauge of the inflation device was increased to 10 atmospheres for 10 seconds, the pressure level dropped rapidly. Fluoroscopy was then performed and it was confirmed that there was contrast leakage. The device was completely removed from the patient. When the device was checked outside the patient's body, it was noted that the balloon ruptured longitudinally. The procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.